Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016. This complaint is being reported based on the event of asthma exacerbation requiring hospitalization. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty procedure to the lungs. The procedure was completed successfully with no patient issues. No issues were noted with the device. According to the complainant, one week following the bt procedure, the patient was hospitalized for 'unknown reasons'. Reportedly, it is possible that the patient experienced an asthma exacerbation, although it is unknown if the exacerbation was related to the bt procedure or if it was caused by the patient's preexisting anxiety. The patient also reportedly has a history of 'mental illness' which may have contributed to the need for hospitalization. The patient has since been intermittently hospitalized for unknown reasons. On june 15, 2016 it was reported that the patient underwent the second bt procedure successfully and is currently doing well. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.